Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a coronary surgical procedure with total arch replacement combined with stented elephant trunk implantation on (B)(6) 2014 and suture was used. While suturing the aortic valve and approaching the right coronary sinus, the suture broke vertically approximately halfway from the end of the needle. It was reported the tissue was slightly calcified. The patient experienced bleeding due to the loosening of the ring of the valve. The surgeon continued to use the rest of the suture to sew one or two stitches to complete the procedure. The patient received a blood transfusion during the procedure. It was reported that the patient was transferred from ICU to the general ward and the patient is in good condition.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.